Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refs1619 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported by bd rep "the insertion was ultimately successful, so the nurse requested an x-ray to confirm tip location. The nurse also noted that the guidewire was bent near the tip after the insertion. The x-ray revealed a ~ 1.9-2cm piece of the guidewire that had fractured off and was found in the axilla region." Add info received: did the patient require surgery to remove the broken piece? Endovascular retrieval was attempted but unsuccessful. Providers opted to not pursue surgical removal due to risk of surgery compared to lower risk of just leaving retained piece behind were all the missing/broken pieces retrieved and accounted for? No, unable to retrieve broken piece was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. Broken piece had already migrated to left ventricle. Last imaging studies show broken wire fragment (approx. 1.9 cm) lodged in the tricuspid cordae. Patient does not appear to be symptomatic as a result of the broken wire fragment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: previous complaints, patient severity, applicable manufacturing records, submitted photograph, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break within the 3cg stylet was confirmed, but the exact cause was unknown. A photograph was provided which depicted a 3cg stylet wire. The wire had been placed next to what was presumably a reference (undamaged) stylet. It was confirmed that the stylet contained a complete break within the magnet tip, and that broken segment was not depicted. The damaged stylet also contained kinks within the magnet string. No observable evidence suggested the cause of this event. A review of the manufacture records associated with the provided lot number found no potential cause identified during product manufacture. Should the physical sample be returned at a later time, this investigation will be updated.

Event description:
It was reported by bd rep "the insertion was ultimately successful, so the nurse requested an x-ray to confirm tip location. The nurse also noted that the guidewire was bent near the tip after the insertion. The x-ray revealed a ~ 1.9-2cm piece of the guidewire that had fractured off and was found in the axilla region." Add info received: ¿ did the patient require surgery to remove the broken piece? Endovascular retrieval was attempted but unsuccessful. Providers opted to not pursue surgical removal due to risk of surgery compared to lower risk of just leaving retained piece behind . Were all the missing/broken pieces retrieved and accounted for? No, unable to retrieve broken piece. Was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. Broken piece had already migrated to left ventricle. Last imaging studies show broken wire fragment (approx. 1.9 cm) lodged in the tricuspid cordae. Patient does not appear to be symptomatic as a result of the broken wire fragment. Medwatch received: difficulty advancing guidewire noted during PICC insertion. Guidewire removed and kinks noted. PICC line placed and x-ray used for confirmation d/t tip confirmation system not working correctly. Initial x-ray confirmed PICC placed in correct position, along with a small object that could be broken piece of guidewire. Radiologist confirmed a 1.9 cm thin linear radiodensity overlying the right axilla. Patient sent to ir for retrieval, which was unsuccessful d/t broken fragment migrating to tricuspid valve. Decision made to not attempt retrieval due to risk. Patient asymptomatic at this time.